Event description:
The caregiver of a home pt reported a leak in the drain bag of the basic "y-set." Per the caregiver the leak was noted in side of bag. The caregiver reports no pt injury or medical intervention associated with this incident.